Event description:
The customer reported via phone call that he had been experiencing unexplained high blood glucose levels. Customer stated that the insulin pump may not be delivering properly. The customer also stated that he was unable to calibrate with the sensor because his blood glucose level was over 400 mg/dl. Blood glucose level at the time of the incident was 552 mg/dl, which the customer treated with a bolus and exercise. Blood glucose level at the time of the call was 535 mg/dl. The customer will not return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.